Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic vascular procedure. The procedure was restricted because of current state. The philips remote service engineer (rse) examined the system remotely and confirmed that system unable to boot. Customer stated that system was giving large focus use, small focus defect and all ports blocked and offline. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that small focus filament was open on the tube and small focus was reading 7.5 on lcr, also found that cube was failed. To resolve the issue, fse replaced cube board, x-ray tube and gss in cabinet. The defective parts were returned for analysis, for cube, malfunction was observed and found to be electrically defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.